Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. In addition, it was reported that the insulin gauge was intermittently inaccurate. There was no impact to the customer's blood glucose level. Customer changed pump supplies to address the issues.